Event description:
Related manufacturer report number: 2017865-2022-01476. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15-march-2021. Explant of the device was performed on (B)(6) 2022. It was also reported that prior to the procedure, the patient presented with unspecified malfunction on their right ventricular lead. The lead was explanted and replaced during the same procedure on (B)(6) 2022. The patient was in stable.

Event description:
New information received notes that no product was returned.